Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone #: (B)(6) unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd¿ pen needle broke inside the vial. Report 2 of 2. The following was received from the initial reporter: (regardless the event is allegedly associated to the damaged drug vial, a difficult/unable to operate issue has been added to the needles) she also reports that once the needle broke inside the vial, which she pulled with a tweezers and now vial drops more than usual.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Emebcta was not able to confirm the customer indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the unspecified bd¿ pen needle broke inside the vial. Report 2 of 2. The following was received from the initial reporter: (regardless the event is allegedly associated to the damaged drug vial, a difficult/unable to operate issue has been added to the needles) she also reports that once the needle broke inside the vial, which she pulled with a tweezers and now vial drops more than usual.